Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed approximately 7.7 cm distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A lot history review (lhr) of refy1187 showed no other similar product complaint(s) from this lot number. The complaints for this lot number (refy1187) have been reported from the same facility.

Event description:
It was reported "PICC line with holes or breaks in the catheter." Additional information received 05/16/2022: "patient's PICC line is leaking from insertion site when flushed with saline. Patient complaining of pain in bicep when line is flushed. Chest x-ray ordered. Line is kinked in 2 places in arm but PICC resides in svc. PICC removed and has a tiny slit in the line at centimeter 6 marking on line where one kink is located."